Event description:
((B)(4)). The dentist reported that after 100 days that the dental implant was implanted in intra-oral region #24, it was verified its non-osseointegration. A 45 n.cm. Was achieved as primary stability and immediate load was not performed.